Manufacturer narrative:
Additional: it has since been reported that the cochlear implant was evaluated on april 15, 2018, using the integrity test system. The results indicated no evidence of malfunction of the receiver/stimulator. Open circuits were noted on one electrode. Correction: the date of awareness should be april 15, 2019. This report is submitted on may 13, 2019.

Manufacturer narrative:
Additional information: it was reported that the patient was involved in a car accident that resulted in a head injury and subsequent hospitalisation on (B)(6) 2018, (previously reported). During the hospitalisation, an MRI scan was performed on (B)(6) 2019, that resulted in torsion of the internal implant magnet, and over time, subsequent extrusion of the receiver stimulator. Revision surgery was performed on (B)(6) 2018, in order to close the wound. During the procedure, the mp1 ball electrode was inadvertently damaged. Subsequently, the device was explanted on (B)(6) 2019. The patient was not reimplanted, as of the date of this report. This report is submitted december 18, 2019.

Event description:
It was reported that the patient experienced extrusion of the receiver-stimulator and subsequently was hospitalised and underwent revision surgery (date not reported). The implanted device remains.